Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/29/2020. A manufacturing record evaluation was performed for the finished device lot number pg2247, and no non-conformances were identified. Additional information was requested and the following was obtained: it was reported that the suture broke when sewing in an unknown surgery please clarify: procedure name and date? Please refer to complaint description. What tissue was being approximated or sutured when it broke? Unknown. Device return status/follow up the sample has been sent. Additional h3 investigation summary: it was received for analysis an unopened sample of product code vcp397h, pg2247. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that the suture broke when sewing in an unknown surgery. Please clarify: procedure name and date? What tissue was being approximated or sutured when it broke? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.